Event description:
It was reported that the bd vacutainer® safety-lok¿ blood collection set experienced blood leakage. There was no report of patient impact. The following information was provided by the initial reporter, translated from portuguese to english: blood leakage inside the collection adaptor (customer uses tubes from greiner and bd's perforation devices).

Manufacturer narrative:
H6: investigation summary bd had not received samples, but 4 photos were provided by the customer for investigation. The photos were reviewed and the indicated failure mode for leakage was observed. Bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint has been confirmed for the indicated failure mode leakage. Since the lot number is unknown and no samples are available, we were unable to perform investigation at this time. H3 other text : see h10.

Event description:
It was reported that the bd vacutainer® safety-lok¿ blood collection set experienced blood leakage. There was no report of patient impact. The following information was provided by the initial reporter, translated from (B)(6) to english: blood leakage inside the collection adaptor (customer uses tubes from greiner and bd's perforation devices).

Manufacturer narrative:
For OEM manufacturing sites: in this MDR, bd corporate headquarters in (B)(4) has been listed as (B)(4) an OEM manufacturing site. Medical device expiration date: unknown. Initial reporter phone #: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.